Event description:
It was reported that a customer experienced alarm 2 followed by alarm 26, leading to an occlusion event. This issue caused the customer's blood glucose level to exceed 500 mg/dl, though the specific value was unknown and was displayed as ¿high.¿ to address the high blood glucose, the customer administered a correction injection via multiple daily injections, changed the infusion set and cartridge, and resumed insulin use. No third-party assistance was necessary, and a pump system check was to be completed by technical support.